Event description:
Reporter indicated to the manufacturer that the handheld's screen would not respond to the stylus' tap. The anomaly was observed on several screens. Resets or troubleshooting did not resolve the event. The non-working device has been returned to the manufacturer for product analysis. Product analysis is currently pending.